Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation and forwarded to the product evaluation complaints engineer for investigation. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified no similar complaints for the reported item and no similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that during a bipolar hip arthroplasty, the surgeon was not satisfied with the movement of the ceramic head within the acetabular cup. Subsequently, the cup was removed and replaced to complete the procedure. There was a delay of 0-15 minutes, in order to prepare the new product.

Manufacturer narrative:
(B)(6). The following sections were updated: b4, b5, g4, g7 d10, h1, h2, h10. In error, it was stated in the narrative that the product had been returned to biomet UK ltd for evaluation. Please note that the product has not been returned to biomet UK ltd for evaluation. See amended narrative below: as the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. The reported products were reviewed for compatibility with no issues noted. Review of complaint history identified no similar complaints for the reported item and no similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Event description:
It was reported that during a bipolar hip arthroplasty, the surgeon was not satisfied with the movement of the ceramic head within the acetabular cup. Subsequently, the cup was removed and replaced to complete the procedure. There was a delay of 0-15 minutes, in order to prepare the new product.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Concomitant medical product: e1 ringloc bipolar 28x42mm, catalog #: 110010464, lot #: 669490; e1 ringloc bipolar 28x42mm, catalog #: 110010464, lot #: 669490. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a bipolar hip arthroplasty, the surgeon was not satisfied with the movement of the ceramic head within the acetabular cup. Subsequently, the cup was removed and replaced to complete the procedure. There was a delay of 0-15 minutes, in order to prepare the new product.